Event description:
CUSTOMER CALLED TO REPORT THAT WHILE RUNNING ASSAYS ON THE GALILEO SHE NOTICED THAT A PLATE WAS NOT SEATED IN THE CARRIER VERY WELL. SHE REACHED UNDER THE HOOD AND TRIED TO RESEAT IT, BEFORE IT WENT INTO THE READER. THE LEFT PIPETTOR ARM BUMPED HER ARM BEFORE SHE PULLED HER ARM BACK UNDER THE HOOD. SHE STATED THAT PROBE 3 AND 4 WERE BENT. CUSTOMER SUSTAINED A NON-SERIOUS INJURY.

Manufacturer narrative:
Instructed the customer that in the future, she can reseat the plate in the carrier once the instrument has halted.